Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-sensed t-wave oversensing and r-wave amplitude variation on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.